Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 55-65 mg/dl. Low bg causes were not known. The customer's husband provided assistance and the customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.